Event description:
Event details: it was reported by the customer that syringes came out of packaging. Verbatim: material: 302832. Batch: 4298951, 4306613. Rcc received a complaint via email. Defect description syringes came out of packaging. Kindly confirm the total quantities having this issue. 10 ea.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating that syringes were emerging from their packaging. To support the investigation, ten blister-packaged samples and two photographs were submitted for evaluation by the quality team. A visual inspection was conducted using 10x magnification. The inspection revealed an opening between the top and bottom webs of the packaging, ranging from approximately 1/8 inch to 2 1/2 inches. The submitted photographs depict a blister package with a visible separation between the top and bottom webs. This condition is consistent with a potential imperfection in the sealing gasket. A review of the device history records (DHR) was completed for material number 302832, specifically for lots 4298951 and 4306613. The review found no quality issues recorded during the production of these lots that could have contributed to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the packaging seal process confirmed that the sealing plate, gasket, and operational settings were within acceptable parameters. The affected samples will be shared with production associates to raise awareness. To date, no similar incidents have been reported for these lots. Based on the investigation and analysis of the submitted samples, the condition reported by the customer has been confirmed.